Manufacturer narrative:
E.1. Full establishment: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope error e315. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display and e315 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during reprocessing. There were no reports of patient involvement.